Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that on (B)(6) 2016, at around 7 am, a patient with a pacemaker died. The nurse alleged to have seen the asystole, with the heart rate still displayed on the monitor, however, there was no alarm announced for the said asystole event.

Manufacturer narrative:
A philips field service engineer (fse) evaluated the device and reported that the system works according to specification. Trend data and log files were reviewed by a philips clinician and a philips software developer. According to these logs, the bed from which the alarm was alleged to have failed to occur (232t) was not monitoring that day. Another bed (232f) matches the trend data that was sent for the patient that had the asystole event. For that bed, the monitoring was disconnected at 6:56 am. Since no malfunction was identified, no resolution is warranted. The device remains at the customer site. The available information does not support that a malfunction of the asystole alarm occurred. The bed on which the alleged malfunction occurred was not in use at the time of the reported event. Further supporting the conclusion is that another bed data matched the patient data provided and was disconnected just before the time of the event. The cause for the user reporting a lack of alarming was not determined. The available information from this report does not support that this issue represents either a malfunction or a systemic, design, or labeling problem. No further investigation or action is warranted.

Event description:
The customer reports that during monitoring on (B)(6) 2016, at around 7 am the monitor failed to alarm asystole. The patient was resuscitated and given morphine before this occurred. Patient had a pacer, nurse saw the asystole, monitor still displayed the heart rate of the pacer. The patient died. It is not possible to determine if the use of this monitor was causal or contributory to the patient death; the patient bed as reported was not being monitored.

Manufacturer narrative:
A philips field service engineer (fse) evaluated the device and reported that the system works according to specification. Trend data and log files were reviewed by a philips clinician and a philips software developer. According to these logs, the bed from which the alarm was alleged to have failed to occur (232t) was not monitoring that day. A second bed (232rt) alarmed for asystole at 7:05 am. (232f), near the time that the reported patient's asystole / death was alleged to have occurred (7:00 am). A third bed was disconnected at 6:56 am. This third bed (232f) matches the trend data that was sent for the patient that had the asystole event. Since no malfunction was identified, no resolution is warranted. The device remains at the customer site. The available information does not support that a malfunction of the asystole alarm occurred. The bed on which the alleged malfunction occurred was not in use at the time of the reported event. Further supporting the conclusion is that another bed alarmed asystole near the time of the event and a third bed was disconnected near the time of the event. The cause for the user reporting a lack of alarming was not determined. The available information from this report does not support that this issue represents either a malfunction or a systemic, design, or labeling problem. No further investigation or action is warranted.

Event description:
The customer reports that the monitor did not alarm asystole. Patient had a pacer, nurse saw the asystole, monitor still displayed the heart rate of the pacer. The patient died. It is not possible to determine if the use of this monitor was causal or contributory to the patient death; the patient bed as reported was not being monitored.